Event description:
It was reported that the caller accidentally delivered too much insulin by performing the fill tubing step while connected to the pump. It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl and was presenting with confusion and difficulty speaking and thinking. Customer consumed carbohydrates to address bg. The customer's wife contacted emergency medical services (ems). The paramedics administered a fast-acting carbohydrate to resolve the issue.